Manufacturer narrative:
(B)(4). D10: cat# 650-1058, lot# 3239440 cer bioloxd option hd 40mm. Cat# 650-1066, lot# 3249080 cer opt type 1 tpr sleve 0mm. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the procedure, the surgeon attempted to remove the head from the cone body. It appeared that the taper sleeve was fused with the neck, so the head could not be removed even after attempting to use vice grips and a slap hammer. The surgeon then tried to dissociate the cone body from the stem, but the screw was stripped so the components could not be separated. The surgeon had to use a whole cone body and stem construct to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.